Manufacturer narrative:
The p-cap / reservoir locked properly during testing. The pump was received with operating currents within specification and passed the functional testing including the rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement, displacement accuracy and self tests. No unexpected insulin flow block alarms were noted. The pump was received with a cracked case at the battery tube threads, a cracked keypad overlay at the select button, minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer stated that they have tried all remedies. The customer performed troubleshooting. The insulin pump will be returned for analysis.